Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify bg meter anomaly due to buttons not responding. Pump received with cracked reservoir tube lip noted.

Event description:
It was reported that their insulin pump was damaged near the reservoir compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.